Event description:
It was reported that the lead impedance was high when the patient raised their arm. The physician suspected a microfracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments. The distal conductor was fractured. The proximal conductor was fractured. The defibrillator conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation was torn and had a cosmetic depression.